Event description:
It was reported that there were ventricular refractory events noted post ventricular pace on a couple of episodes on the remote transmission. There were no electrogram, only markers when this occurred. It was unclear whether this was t-wave oversensing (twos) or loss of capture on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted (B)(6) 2013. (B)(4).